Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Article: catheter-directed fibrinolysis of submassive pulmonary embolism after ivc filter migration to renal veins. Patel et al,. J invasive cardiol. 2017 jan;29(1):e8-e9. A1) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog is unknown but referred to as cook celect filter. Expiration date: unknown as lot# is unknown. D6) unknown as information was not provided. D7) unknown as information was not provided. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: filter migration to the renal veins: "this case demonstrates ivc filter migration complicated by a submassive pulmonary embolism. At least two of the secondary filter struts were within the renal veins, creating large gaps through which femoral venous thrombus likely embolized." Thus, a new infrarenal ivc was deployed below the level of the prior filter. 12 hours after this procedure, the patient was asymptomatic and was discharged from the hospital on warfarin. Patient outcome: "we assume that the two filters remains inside the patient´s body as retrieval of neither the first nor the second filter is mentioned in the article. A new infrarenal ivc was deployed below the level of the prior filter. According to the article the patient suffers from a submassive pulmonary embolism due to ivc filter migration and splaying of filter."

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on article and image review. The quality of the images submitted severely limit evaluation of the ivc filter and associated abnormalities. However, there appears to be a cook celect ivc filter in an infrarenal location with insignificant rightward tilt and penetration by at least one of the primary filter legs extending greater than 3 mm outside of the column of contrast on the venogram. There is suspicion for filling defect within the ivc filter, concerning for retained thrombus, but could represent an artifact from superimposed bowel gas. At least two, potentially three, of the secondary filter legs are distorted and oriented near perpendicular to the long axis of the ivc filter. On the venogram images, these secondary legs appear to project into the renal veins, one on each side. It is this malposition of the secondary filter legs which is hypothesized to have allowed the development of the submassive pulmonary emboli.the case report refers to this as a migration, although does not include any images of the ivc filter at time of placement to determine if this was indeed a result of filter migration versus malplacement of the filter. The cranial displacement of the secondary filter legs could result in an increased size of the gap between the primary filter legs, allowing thrombus from the lower extremity to migrate to the lungs. The patient had an additional ivc filter placed caudal to the existing filter, and no discussion regarding the removal of the original filter was included in the case report. An ultrasound demonstrated acute appearing dvt in the left lower extremity, supporting this theory, although, no ultrasound of the upper extremities was discussed to exclude the pe arising from an upper extremity thrombus, as has been published. The submassive pe was treated with cdt with good treatment response. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.